Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the procedure. Attempts were made to gather specific information, however, our attempts were unsuccessful. Based on the reported information, there is no allegation that a malfunction or deficiency of the embolic material occurred during the procedure. There is no evidence suggesting that the material was defective, but rather a procedure and patient condition related event. Hemodynamics changes and ischemic events are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked events: 2029214-2017-00580 2029214-2017-00581 2029214-2017-00582 2029214-2017-00583.

Event description:
Citation: "endovascular embolization of dural arteriovenous fistula" medtronic received report of one patient having no change in the arteriovenous fistula (avf) and one case showed paralysis of facial nerve.